Event description:
It was reported that the ventilator shutdown during patient transport, while it was being used. The patient was bagged. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The on-site investigation done by our field service engineer found that the ventilator was running on battery operation when the shutdown occurred. Two battery modules were installed during the event. The investigation also showed that after fully charging the batteries, their working time fulfilled the requirements and the ventilator went back to service. No parts were replaced. A device log evaluation confirmed the reported ventilator shutdown. The shutdown was due to too low battery capacity. Prior to the transport and battery operation the ventilator had been running on battery operation for nearly 2 hours which almost emptied the batteries capacity. After this the batteries were only recharged for 30 minutes which is too short time to fully charge the batteries. The recharging time for an empty battery is approximately 3 hours. Our conclusion is that the batteries were not charged in the beginning of the transportation and the ventilator worked according to specifications. The root cause of this event was an user error in not charging the batteries before transportation.

Event description:
(B)(4).